Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump was damaged and had a keypad anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer reported that the insulin pump screen was discolored and was scratched all over. The up arrow and act button were sticking and non responsive. He also reported that the insulin pump was rejecting new batteries, rewind was slower, and random no delivery alarms were occurring during bolus. The insulin pump will not be returned for analysis.